Manufacturer narrative:
(B) (4). The ge service rep calibrated the collimator till mag fields rad field vs monitor misalignment is <4%. He tested by flouring and measuring field sizes. The system is working as intended.

Event description:
The customer reported that the physicist found misalignment of radiation field. No patient injury was reported.